Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: received one air pressure hose ga466r with serial no. (B)(4), together with one foot control ga521, serial no. (B)(4). Both products arrived in aesculap technical service (ats) without remark to the complaint background. The repair process started; the received components were already disassembled and prepared for reassembly in repaired condition when it was noted that this was complaint product. Therefore, a direct technical investigation of the products in condition as returned by the customer was not possible. The repair documentation of ats describes that article ga466r, has the outer air pressure hose (outlet air) ripped as well as the inner air pressure hose (inlet air). The investigation of the outer air pressure hose of ga466r showed impression marks, approx 22 cm away from the ripped area towards the middle of the air hose. Due to the repair by ats, it is not possible to determine if this pressure marks on the air hose were caused by use or during repair process. The foot control of ga521 was also ready disassembled by ats. The repair documentation shows hints for residues inside the foot control, as well as leakage. However, on basis of this information, those recorded defects are not in relation with the burst of the air hose of ga466r. Based on the information obtained during repair process steps, the analysis of components as well as the complaint database (similar cases reported between (B)(6)2010 and (B)(6)2015), the type of defect of burst air hose is mostly related to handling influences, such as kinking the hose during usage and blocking the air flow, resulting in an overpressure and damage to the air flow channels. It was not possible to relate the reported issue to a material or manufacturing defect or to a defect from repair work previously completed.

Event description:
Country of complaint: (B)(6). The air hose burst while in use and caused a blast trauma to the surgeon. Component in use: (B)(4) / air hose 5.0m aesc.-draeger/aesc.large.